Event description:
In aida memory, it was possible to see 3 oversensing episodes in the ventricular channel. R wave was good >7.5 mv, ventricular threshold was also good (0.5v/0.35ms) and impedances were with stable values. With provocative maneuvers, the physician tried to reproduce the noise but it was not possible. The physician would like to know what is the most likely cause of the oversensing episodes. Preliminary analysis confirmed the reported ventricular oversensing. It was recommended to check ventricular lead positioning, integrity and connection.

Event description:
In aida memory, it was possible to see 3 oversensing episodes in the ventricular channel. R wave was good >7.5 mv, ventricular threshold was also good (0.5v/0.35ms) and impedances were with stable values. With provocative maneuvers, the physician tried to reproduce the noise but it was not possible. The physician would like to know what is the most likely cause of the oversensing episodes. Preliminary analysis confirmed the reported ventricular oversensing. It was recommended to check ventricular lead positioning, integrity and connection.